Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that "the system had limited use". The loudspeaker of the intellivue mp2 patient monitor was malfunctioning. The device was not in clinical use at the time of the alleged malfunction.